Event description:
A customer reported experiencing a past incident of low blood glucose, with the lowest level recorded at 47 mg/dl. There was no third-party assistance required, and actions taken by the customer included consuming carbohydrates to address the low glucose levels. The incident occurred earlier in the day, and the control-iq feature was active at the time. Technical support advised the customer to consult a healthcare professional for further discussion on managing glucose levels, and the customer acknowledged this recommendation.